Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the patient experienced frequent episodes of syncope and required additional medical care for a blood clot that was confirmed by their clinic as a deep vein thrombosis (dvt) due to the prolonged surgery and required treatment with medication. Also, the patient experienced lightheadedness. No further patient complications have been reported as a result of this event.

Event description:
It was reported that right ventricular (rv) lead revision, the implantable pulse generator (ipg) device was unable to pace when the lead was placed into the atrial and ventricular ports. Pacing was only achieved through the analyzer, but not when the lead was attached to the pacemaker. The device was explanted and replaced. It was also reported that the new right ventricular (rv) lead was observed with unstable thresholds. The lead was not implanted and was replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.